Event description:
A distributor contacted baxter (B)(4) to report that a hospital peritoneal dialysis nurse reported a system error 2240 (air in line) alarm that occurred on the homechoice machine during dwell when the last re-filling of heating bag from supply bags was performed. The supply bags were empty; the heater bag was full. The nurse stated that the patient is well trained. The nurse stated that due to the alarm, therapy was not completed and the patient experienced discomfort. No further information is available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause was not determined. The batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).